Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open ¿ abdominal surgery, the device did not seal and there was no blood loss. There were no successful seals made. Another device was opened and used. There was no injury to the patient because of this event.